Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Unable to perform the full functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime excessive no delivery tests or verify a21 error alarm due to no button response. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed, indicating that the insulin pump experienced an unexpected restart. The caller also reported that the insulin pump had an unresponsive keypad, which prevented him from clearing the alarm. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.